Manufacturer narrative:
Continued e.1 postal code: (B)(6).

Event description:
Healthcare professional reported "insufficient information". Later, healthcare professional reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted.